Manufacturer narrative:
H6: codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that a patient underwent revision surgery to address a fractured mesa screw. Revision surgery was performed and the screw was explanted.

Event description:
It was reported that a patient underwent revision surgery to address a fractured mesa screw. Revision surgery was performed and the screw was explanted.